Event description:
It was report that the cs300 intra-aortic balloon pump (iabp) unit has broken ECG whip wires. Fault did not cause any damage to patient or operators or delays in the procedures.

Manufacturer narrative:
Due to character restrictions, telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was report that before use, the cs300 intra-aortic balloon pump (iabp) unit has broken ECG whip wires. Fault did not cause any damage to patient or operators or delays in the procedures. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse repaired the ECG cable by cleaning the contacts to resolve the issue. The iabp was released to the customer and cleared for clinical service.